Event description:
Suspected inappropriate alarm and t-wave oversensing were observed. The physician reprogrammed the device. No further information is available at this time.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.